Manufacturer narrative:
Investigation included technical support review, device log check for sensor failure alerts, and guided troubleshooting for cgm pairing. Investigation of this case revealed a cgm pairing issue and brief sensor communication problems without confirmed sensor failure. It was concluded that a cgm communication or pairing malfunction affected data availability to the ilet, and replacing the sensor and coordinating with the cgm manufacturer would resolve the issue.

Event description:
It was reported that the user experienced intermittent lack of blood glucose data on the ilet while using a dexcom g7 sensor, with the ilet cgm menu displaying ¿start sensor¿ and alarm history showing ¿replace sensor now,¿ ¿dosing stops soon,¿ and a brief sensor issue after a recent sensor insertion. Symptoms included potential interruption of automated insulin dosing due to unavailable cgm data. Outcomes included user education and troubleshooting, including ilet restart and re-entry of the sensor code, with a plan to replace the sensor if pairing did not occur and to transfer the user to dexcom for sensor replacement.